Event description:
Procedure: lavh/bso. The device felt loose at the beginning of the case but it was used. After the 4th seal the bottom of the electrode fell out. Another ls1100 was used to finish the procedure.